Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31307380l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cerebrovascular accident that required prolonged hospitalization and medication. After the procedure, the patient returned to the catheter room due to a decreased level of consciousness. The patient had aphasia and limb movement disorder. The patient's blood glucose level was suspected to be low; however, blood tests were normal. After computed tomography (CT) scanning, it was observed that the patient had a cerebral infarction with magnetic resonance imaging (MRI) scanning. Since the cerebral infarction had occurred soon after the onset and the area was narrow, the patient was treated with heparin. The patient was under observation in the intensive care unit (ICU). The patient continued to have difficulty in speaking and some movement disorder. The patient fully recovered, and the hospital stay was less than one week. The physician's opinion on the cause of the adverse event is patient condition. There was no char/thrombus/clot during the procedure.